Manufacturer narrative:
Investigation: visible damage / clamp marks in the catheter between the reservoir and the progav valve were determined. Therefore a leakage can be confirmed. Additionally, some scratches and damages of the progav valve housing are visible. Result: based on our investigation results, visible damages and scratches of the product are determined. It can be ruled out that such damage occurred prior to the shipment of our products. All products underwent a visual inspection and leak test. The traceability revealed no deviations or irregularities. This type of damage suggests that it occurred during preoperative testing or during implantation. (Due to clamps/sharp instruments).

Event description:
It was reported that a leak was detected in the connecting catheter (between the reservoir and the pressure-differential valve) during the shunt surgery. During the flow test a small hole was determined. To prevent postoperative complications caused by the leak, a new shunt was used and the implantation was completed. The affected product was returned to the manufacturer for examination.